Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bed was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction of the foot rail hinge during patient use. There was no patient injury.

Manufacturer narrative:
Additional information was received that the event occurred during use. The b5 event description and h6 impact code were updated accordingly. Block a: no patient information provided after calls to customer (B)(6) 2023.

Event description:
It was reported that there was a malfunction of the foot rail hinge. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare âs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4) legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226 h3 other text : device evaluation anticipated, but not yet begun.